Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. This complaint is confirmed. On inspecting the device, further deficiencies were found to be impairing device function. Repair activities performed: micro hand control set. New micro motor and jaw kit. O-ring 12.42 x 1.78 epdm. O-ring 9.5 x 1.0 silicon 70sh FDA. O-ring 12.5 x 2.0 silicon 70sh FDA. O-ring for 104.715. Tissue seal set. O-ring silicon red 5 x 1.2. Micro valve screws set. Lock spring. The motor does not turn and lock spring has been replaced. The hand control set was replaced. The root cause for the reported failure is undetermined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. The complaint device has been repaired and is fully functional. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the device does not work no potential harm reported.